Event description:
The customer reported the high level control (boost mode) exceeds 20r/min. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and measured max hlf dose at 30cm above ii was 21.19 r/min at 120kvp and 12ma. Adjusted max hlf percentage from 100 percent to 85 percent. System max dose now at 18.04 r/min at 120kvp and 10 ma. Unit is functional and operates as intended. This MDR is related to ge healthcare complaint.